Manufacturer narrative:
Physio-control further examined the customer¿s device and determined that the cause of the reported issue was due to the digital pcb assembly. The digital pcb assembly caused excessive current leakage; which drained the internal hybrid layer capacitor (hlc) batteries and prohibited the device from powering on. However, further component cause could not be determined. The customer was provided with a replacement device.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device continued to display an attention icon in the readiness display, even after the charge-pak battery charger had been replaced. During device evaluation, physio-control observed that the device showed all three icons (charge-pak, attention and service wrench) in the readiness display. The device could not be powered on. There was no patient use associated with the reported event.